Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was able to resolve the occlusions and resumed insulin therapy. There was no reported adverse impact to customer's blood glucose level.